Event description:
It was reported to resmed that the lcd of an astral device would not turn on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device did not power on. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference: (B)(4).